Event description:
Customer purchased a new bottle of contour test strips and the cap was already open. No adverse event alleged. Strips were replaced to customer. Customer strips to return for evaluation.